Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d224trk ICD, implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had a possible insulation break. A sleeve and silicon were put around the lead. The lead remains in use. No patient complications have been reported as a result of this event.